Event description:
While connected to pt, "suddenly the vent inop alarm rang (ln vent1) and after several mins, ltv turned on with displayed reset. Same problem were sometimes occurred". No allegation of pt harm.